Manufacturer narrative:
The complaint sample was returned and the results of that evaluation revealed a v-shaped nick on the edge of the lens. Medical information is not available. The device history records are being reviewed.

Event description:
Consumer reported pain in right eye upon initial use of product. Consumer visited eye clinic and stated that doctor noted scratches on the sclera of right eye. Doctor prescribed flumetholon ophthalmic suspention and tosuflo ophthalmic solution. Consumer is recovered. Medical documentation is not available as consumer is unwilling to provide doctor information or sign a medical release form.

Manufacturer narrative:
A review of the lot device history records concludes that the product was manufactured, packaged and released according to global and plant product specifications.